Event description:
Ad-tech received a letter and follow-up email from a customer stating that one (1) anchor bolt broke during stereotactic placement of bilateral depth electrodes for seizure monitoring on a patient, using the ad-tech placement wrench. A total of thirteen (13) anchor bolts were used during this case. On (B)(6) 2015, the customer stated that no additional medical interventions were required to address this issue at that time as the retained portion of the bolt was still inside the patient. There was no patient harm. The customer stated that the broken bolt was handed to risk management and the retained portion was still inside the patient. Ad-tech has made four (4) additional attempts to contact the customer for more information regarding this case, however the customer has been unresponsive.

Manufacturer narrative:
As stated, ad-tech received a letter from cedar-sinai med ctr reporting this anchor bolt issue for lot 208140545. A second failure of similar nature was also mentioned in this letter for an anchor bolt from lot 208140543. A separate MDR was filed for this issue under 2183456-2015-00002.